Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump does not recognize the reservoir when filling the infusion set and no numbers appear on the screen. Customer stated that insulin begins to squirt out and mentioned that this has occurred multiple times. Troubleshooting was performed and it was noted that the drive support cap was slightly tilted. No alarms were noted in the alarm history. Customer also mentioned experiencing high blood glucose readings. Customer's blood glucose reading at the time of the call was 14.5 mmol/l. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.